Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 300cc saline breast implant, catalog number 3542645, lot number 5838158. (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent a primary breast augmentation with mentor siltex round moderate profile 300cc saline breast implants that bilaterally deflated after implantation. The issue of deflation was diagnosed during physical examination. As a result, the patient underwent bilateral removal and replacement with another mentor gel implant as follow: left, serial number (B)(4), catalog number 3503501bc and the right serial number (B)(4) catalog number 3503501bc on (B)(6) 2018. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered. This report is for the right implant.

Manufacturer narrative:
On 7/25/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained no fluid. White material was observed on the shell surface. During evaluation parallel lines of shell wear were observed on the posterior aspect, suggesting in-vivo folding or creasing of the device. In addition, a rent was also observed on the posterior aspect, measuring approximately 1 cm. Microscopic examination of the edges of the rent gave no indications as to cause. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).